Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020. The customer¿s blood glucose level was unknown at the time of hospitalization. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was active. The insulin pump will not be returned for analysis.